Event description:
Procedure: laparoscopic cholecystectomy. Reportedly, the balloon broke during the procedure. Pieces of the balloon fell into the abdomen and were retreived without difficulty. No patient injury reported.